Event description:
It was reported by the registered nurse that the large volume pump module containing routine amine acids was infusing too fast and had finished an IV early. However, both the nurses from different shifts stated that the rate set was ordered for 41.7ml/hr with a volume to be infused of 1000ml. It was found that the flow rate was 83.3 ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.